Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the contact did not know the reason on how the screen became cracked, but stated it may be due to pressure or stress being put on the screen. The customer's blood glucose level was 164 mg/dl at the time of the report. As the pump was still functional, the customer would continue to use the pump for insulin therapy.